Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was cleaned to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the inspiratory valve was stuck resulting in over-delivery of pressure. There was no report of patient involvement.